Event description:
The customer reports large discrepancies in the oxygen settings and the oxygen output. The ventilator read 38 percent when set to 40 percent. The external oxygen analyzer read 21 percent. The pt desaturated, but there was no pt injury. There are no ventilator settings available. The alarm status is unknown.